Event description:
It was reported that during a scheduled cardiac resynchronization therapy defibrillator (crt-d) device replacement procedure for normal battery depletion, pacing inhibition with asystole of approximately one to two seconds was observed as well as high out of range right ventricular (rv) pace impedance measurements greater than 3000 ohms with the new crt-d device. The patient was noted to be pace therapy dependent. The boston scientific representative (rep) explained that the pocket was opened, the existing left ventricular (lv) lead was disconnected from the old crt-d device and connected to a pacing system analyzer (psa). Lv capture was confirmed. Then the existing right atrial (ra) and rv leads were disconnected from the old crt-d device and connected to the new crt-d device with the new device programmed to pace appropriately. The rep indicated that what is believed to have occurred was that the physician did not fully insert the rv lead terminal pin into the device header port as the rep observed the high out of range rv pace impedance measurements. Then at the same time, the physician is believed to have bumped the alligator clips connecting the lv lead to the psa and the pacing inhibition with associated asystole was observed. The physician quickly fully inserted the rv lead into the new device header and pacing resumed normally. The surgical procedure was completed, and the new crt-d device remains in-service. There were adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a df-4 lead into the header of this device resulting in the high pacing impedances. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a scheduled cardiac resynchronization therapy defibrillator (crt-d) device replacement procedure for normal battery depletion, pacing inhibition with asystole of approximately one to two seconds was observed as well as high out of range right ventricular (rv) pace impedance measurements greater than 3000 ohms with the new crt-d device. The patient was noted to be pace therapy dependent. The boston scientific representative (rep) explained that the pocket was opened, the existing left ventricular (lv) lead was disconnected from the old crt-d device and connected to a pacing system analyzer (psa). Lv capture was confirmed. Then the existing right atrial (ra) and rv leads were disconnected from the old crt-d device and connected to the new crt-d device with the new device programmed to pace appropriately. The rep indicated that what is believed to have occurred was that the physician did not fully insert the rv lead terminal pin into the device header port as the rep observed the high out of range rv pace impedance measurements. Then at the same time, the physician is believed to have bumped the alligator clips connecting the lv lead to the psa and the pacing inhibition with associated asystole was observed. The physician quickly fully inserted the rv lead into the new device header and pacing resumed normally. The surgical procedure was completed, and the new crt-d device remains in-service. There were no adverse patient effects.